Event description:
During routine testing at installation of the vaporizer, customer reportedly noted output of the vaporizer was lower than expected. The unit was returned to the MFR for investigation. The unit was tested and the output was found to be low to specification. The cause of the reported complaint was due to the thermostat being improperly set during servicing of the unit. This is considered to be an isolated occurrence. This is the only MDR within the last 12 months involving a tec 4 vaporizer wherein the cause was an improperly set thermostat. MFR services approximately 700 tec 4 vaporizer per month.